Event description:
A surgical procedure (type unknown) was performed using a 3.5 ti anchor. The information provided to s&n indicates that the head of the anchor broke free from the anchor body during insertion into bone. The remainder of the anchor remained in the bone. No patient injury or further procedural complications were reported.